Event description:
A malfunction occurred on the customer's pump, displaying malf 6 code, and the customer reported at least three occurrences of this issue. There was no adverse impact to the customer¿s blood glucose level. The customer will continue to use current pump for insulin therapy.